Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that the issue was due to a power enclosure board. Replacing the power enclosure board resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power enclosure board has been received by the manufacturer for evaluation but the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system was experiencing an initializing collimator error. There was no patient present at the time of the issue.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value. The analysis on the power conversion enclosure was completed by medtronic personnel. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.